Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service heat was noted. The device was not being used in surgery. No injury or medical intervention were reported. There was no additional information provided.